Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Device passed displacement test, sleep current measurement and active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that power error occurred every 2 to 4 hours, reservoir showed empty. The insulin pump will not be returned for analysis.